Event description:
Patient scheduled for mr abbreviated breast exam on (B)(6) 2025. On) (B)(6) 2025 patient called department stating she had a burning sensation on her back. She informed staff that she went to urgent care day prior for treatment and was given ointment for relief. (B)(6) 2025 incident was reported to (B)(6), director of imaging services. Reported to siemens notifications and to siemens service technician (B)(4). (B)(6) 2025 supervisor contacted patient for follow up. Patient stated she was able to sleep night prior but still had some itching. Information on scanner saved for investigational purpose. No other incidents have been reported with this magnetic resonance (mr) unit. Siemens vida (B)(4).